Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation was unable to confirm the reported complaint of the instrument sticking. The instrument was placed on an in-house system and driven. The grips opened and closed properly and there were no wires, cables, or other fragments sticking out from the instrument. Failure analysis investigation found that the distal end of the main tube had various scratch marks with light material removal. The scratches were not axially aligned with the tube. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the tube abrasions with material removed, found during failure analysis investigation, could likely cause or contribute to an adverse event, if the malfunctions were to recur.

Event description:
It was reported that during a da vinci prostatectomy procedure, the prograsp forceps instrument stick tissue. There was no report of fragments falling into the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.